Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during pulmonary wedge surgery, the reload could not be fired, when another handle was replaced, it was also impossible to fire. However, when the handle was used on other reload, it could be fired. There was no patient injury.